Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap chole. Incident description: the resident was handling the device at the time of incident. There was no incident when the two clips were placed on the artery and the duct. The specimen was removed without incident. When they went back in, they noticed there was bile leaking. The surgeon squeezed plastic to plastic. The surgeon could not confirm if the clips were fully closed. Intervention: the surgeon used competitor devices to finish the case. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed, as the returned unit was used and all clips were loaded and closed properly. The event unit met current specifications. Based on the condition of the returned unit received from the complainant, it is likely that the reported event was caused by the user¿s clip application technique. The instructions for use (IFU) includes the following statements: "excessive tissue manipulation with the clip applier may result in clip dislodgement," "ensure the clip is secure and completely positioned around the tissue being ligated," and "verify that the ligation site is free of obstructions or other clips before firing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: lap chole. Incident description: the resident was handling the device at the time of incident. There was no incident when the two clips were placed on the artery and the duct. The specimen was removed without incident. When they went back in, they noticed there was bile leaking. The surgeon squeezed plastic to plastic. The surgeon could not confirm if the clips were fully closed. Intervention: the surgeon used competitor devices to finish the case. Patient status: no patient injury.